Manufacturer narrative:
Common device name: culture media, selective and differential. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: material #: 251181. Lot/batch #: 2325441. Bd had not received samples or photos for evaluation. This lot was already expired and retention was already discarded. Based on a review of the batch history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for the indicated failure mode contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd bbl¿ salmonella shigella agar that there was contamination. The following information was provided by the initial reporter: according to the customer's report, bacterial growth was found in the media before usage.